Event description:
The customer reported that following a ptca/stent procedure in 2000, one vasoseal es collagen plug was deployed. Following deployment, the pt became hypotensive and developed serious bleeding/ecchymosis around the leg, scrotum, and abdomen. The pt was given a blood transfusion which stabilized the blood pressure. No further complications were reported. The physician stated that it is possible that the pt had a retroperitoneal bleed which may have been caused by a double wall stick.